Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Recommendations for centrifugation include setting refrigerated centrifuges at 25°c (77°f).

Event description:
It was reported that poor separation occurred after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes. The following information was provided by the initial reporter, "it was reported there are issues when centrifuging gel tubes in a refrigerated centrifuge." 10 occurrences were reported, but the dates/times were not given.